Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture and fracture were observed on the right ventricular (rv) lead during generator change. Rv lead was explanted and replaced. No patient complications have been reported as a result of this event.